Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01225. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years. Manufacturer's investigation conclusion: a direct cause for the reported driveline infection could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log file confirmed low flow hazard alarms; however, a specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted controller event log file showed that it contained data from (B)(6) 2018 at 11:40:46 to (B)(6) 2018 at 12:39:49. The log file contained multiple low flow events throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. Some of these events lasted for 10 seconds or more, long enough to trigger low flow alarms. The log file appeared to capture the pump operating as intended. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital for new open wound on the abdomen. On (B)(6) 2018, the patient started having deep (1 inch below the abdominal surface) pain and worsening appearance of the chronic wound. These symptoms occured after using a combination of anasept antimicrobial gel in addition to silver nitrate gel and silver impregnated dressing. The patient believed that this is due to a chemical burn which has now become secondarily infected. The patient denied any fevers, chills, night sweats. The patient is currently on chronic azithromycin and tidezolid for chronic treatment/suppression. Cultures of the driveline exit site came back for positive for staphylococcus aureus. Per infectious diseases specialist consult, the patient is continuing home antibiotics regimen (azithromycin and tidezolid) given clinical stability and absence of cellulitis on exam. A driveline site debridement was performed on (B)(6) 2018. No additional information was provided.